Manufacturer narrative:
(B)(4). The explanted device has been discarded by the hospital; therefore, analysis of the valve could not be performed to confirm the reported event. Requests for additional information have been performed; however, no additional information has been received at this time. The root cause of this event cannot be determined based on the information provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted eight (8) days, was explanted. The reason for explant is unknown the explanted device was replaced with another edwards bioprosthetic valve. No other details have been provided.